Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-10 h6: investigation summary customer returned a single 0.5ml syringe in a polybag labeled for 0.5ml, 31 gauge, 8mm syringes from lot 0279510. The syringe features a needle that has been broken off at the distal tip of the needle hub. The break is uneven. This most likely occurred as the result of a significant amount of force applied sharply across the length of the needle prior to use. A review of the device history record was completed for batch# 0279510. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. There was one (1) notification noted for cannula through shield. Based on the sample received, bd was able to confirm the customer¿s indicated failure of a syringe needle breaking. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the needle breaking may be a significant amount of force applied sharply to the length of the needle significant enough to result in the needle breaking.

Event description:
It was reported that 1 bd syringe 0.5ml 31ga 8mm cannula broke off.   The following information was provided by the initial reporter : the consumer reported that needles bent when shield was removed and when removed the needle broke off. Date of event : unknown. Samples: available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.5 ml 31ga 8 mm cannula broke off. The following information was provided by the initial reporter: the consumer reported that needles bent when shield was removed and when removed the needle broke off. Date of event : unknown, samples: available.